Event description:
Event description this implantable cardioverter defibrillator (ICD) started to emit tones and the patient came in for follow-up testing. Interrogation and reprogramming attempts were unsuccessful, so the physician elected to explant the device.

Manufacturer narrative:
Event conclusion reliability assurance testing revealed the device exhibited no output and no telemetry could be established. The batteries were found to be fully depleted and device memory had undergone an electrical reset. Analysis revealed the defibrillator output circuit had experienced an electrical reset, thus causing high device current. Examination of the internal components found no specific reason for the electrically damaged defibrillation output circuit. Root cause for the electrically damaged defibrillator output circuit is inconclusive.